Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported comparing her aviva system to a professional meter of unknown type with results of 233 mg/dl on her aviva system and 114 mg/dl on the professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.